Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as poor. The patient has a history of smoking and periodontitis disease. The patient presented on (B)(6) 2022 for a primary procedure on tooth #7. The patient returned on (B)(6) 2022, before the second stage surgery with complaints of pain. Upon examination, the provider noted infection and that the device had failed to integrate and the device was removed. Based on the dates noted in the questionnaire completed by the provider, medical opinion was sought and it was determined that because the implant was placed and removed in such a short time span, the implant lacked stability.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.